Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 07-march-24 the patient faced issue with seven infusion set cannula. Patient reported infusion set cannula was bent and the patient reported symptoms is 3 or more hours after insertion. The duration of infusion set is for 1 day and the insertion site was at thigh/leg. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02933 - device 3 of 7.